Event description:
Alaris brand latex-free low sorbing set (IV) was utilized to begin infusion of taxol. Within 5 mins of initiation, a fluid leak was noted at the filter site. Taxol had leaked onto pt's gown and onto vinyl chair arm. Pt's area was cleaned of the spill, tubing was changed. Summary evaluation and findings by MFR: "two used samples were received for evaluation. The samples were reprimed and hung for gravity flow. Leakage occurred at the micron filter's vent membrane. The alaris supplier quality engineering group has been made aware of this issue, and the samples were forwarded to the supplier for review. We are working with the supplier to prevent recurrence of this issue."